Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). A field service engineer (fse) determined that there was a pinhole in the vacuum rinse tubing and replaced it. The fse completed mechanism checks with no alarms. A 21-cup precision test and qc were also completed and passed. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module for twenty patients. Results were provided for one patient. The initial result was 6.5 mg/dl, accompanied by a data flag. The repeat results were 9.4 mg/dl, 9.3 mg/dl, and 7.0 mg/dl. The repeat results of 9.3 mg/dl and 9.4 mg/dl were believed to be correct. The sample was repeated because the customer repeats all calcium results.